Manufacturer narrative:
The reagent lot number was 891850. The expiration date was not provided. The field service engineer (fse) found a slight misadjustment in the reservoir sipper, and the pre-wash sipper nozzle was found stuck inside its ball bearing due to rust. The issues were corrected, and precision and instrument checks were performed successfully. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable elecsys free psa result for a patient sample tested on the cobas e 402 analytical unit. The initial result was 1.59 ng/ml. The repeat result was 0.138 ng/ml. No erroneous result was reported out. The repeat result was deemed correct.